Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011. During the procedure, the device did not have any power. The procedure was completed with another like device and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The unit powered on properly however the blade would not rotate when the motor was activated due to a loose cpc coupler set screw. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.